Event description:
Patient reports being in svt since around 230 am this date. Arrived on the scene. Placed patient on the zoll x series monitor model xscp-1 after placing the EKG leads on the patient. Monitor reported lead fault. We checked our lead placement, checked to make sure cord was hooked up (did unplug cable and plugged back in) no change, turned monitor off and back on no change. It also would not take an automated blood pressure at first but did the third time. We did change out EKG electrodes with no change in reading. Had another medic unit bring their monitor and swapped out with them. FDA safety report ID # (B)(4).